Event description:
Additional information was received from the reporter. The procedure was an esophagogastroduodenoscopy (egd). A gif-190 scope was used with the evis exera iii video system center. The procedure was completed with another evis exera iii video system center with no surgical delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issues could not be conclusively specified. As four (4) years had passed since the equipment was manufactured. It was likely that the parts on the board accidentally failed, and the ap board failed. The color bar is an image displayed when the scope is not connected. Scope detection and scope communication are performed on the ap board, and it was likely that the scope could not be detected due to the failure, hence the color bar was displayed.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The issue was due to a faulty printed-circuit board which caused a ghosting image with 180 series scopes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a procedure, the evis exera iii video system center did not work with the 180 series scope. There were color lines all over the screen. No patient harm reported.